Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a abscess. For treatment, the patient had surgery performed to remove the abscess and was prescribed oral and topical antibiotics. The pod was worn on the abdomen for 6 to 8 hours and the patient was discharged after 1 day.